Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during a knee repair procedure, when the surgeon was trying to pass the tape, the passer would not catch it. The top jaw broke and a piece fell into the patient. A backup device was available to complete the procedure. Forty five minutes were spent to retrieve the broken piece using a image intensifier. Patient injuries were not reported.

Manufacturer narrative:
The reported firstpass mini straight device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. A picture of the firstpass mini straight has been sent. The image shows a detached suture capture detected in the issue during surgery. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿¿during a knee repair procedure, when the surgeon was trying to pass the tape, the passer would not catch it. The top jaw broke and a piece fell into the patient.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) excessive force. (3) tissue thickness. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. -as with any surgical instrument, care should be taken to ensure that excessive force is not placed on the device. Excessive force can result in failure. -do not use this device as a lever for manipulating hard tissue or bone. Excessive force should not be applied to the device when manipulating soft tissue, bone, or hard objects. Misuse of this device may result in bent or broken distal tip or jaws. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.